Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting, connecting to installation source 100%. A review of system logfile found flexspot communication error. Upon functional testing rse found that there was an issue with flexspot hard drive. Rse suggested to the customer to replace the hard drive. Customer replaced the hard drive. After replacement of hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not boot up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.